Event description:
Caller reported that insulin gauge showed a different amount than expected, with a fill estimate of 40 units that did not change despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this issue can happen when there's a large variance in measured pressures affecting the insulin cartridge reading and advised that once the insulin amount matches the static display, the gauge would function normally. Caller understood and acknowledged the explanation.